Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose value was over 500 mg/dl. Customer took a manual injection and her blood glucose was went down to 288 mg/dl but she recently tested blood glucose it was 538 mg/dl. The customer stated that the symptoms related to high blood glucose such as difficulty breathing and frequent urination. Customer did not allege insulin pump was under delivering the insulin. Customer stated cannula was bent. The device will not be returned for analysis.